Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced bleeding. Date of issue is an approximation. The patient¿s daughter stated the sensor was inserted into the abdomen on (B)(6) 2020 and the patient started bleeding. They cleaned the site with alcohol wipes and applied a compression bandage. The bleeding was excessive and continued for 5-6 hours so the patient was taken to the emergency room (ER) where the site was cauterized and bandaged. At the time of report, the patient was doing okay. No additional patient or event information is available.